Manufacturer narrative:
Approximate age of device - 5 years, 10 months. It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device would not be available to be returned to the manufacturer for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event details: it was reported through patient outcome that the patient was expired due to intracranial hemorrhage. The patient suffered from a stroke on (B)(6) 2018. Head CT was done to confirm. Symptoms included lethargy, atypical mental status, and reduced hemoglobin weakness. Proamatine, k-centra and ffp were given as treatment. It is unknown whether the intracranial hemorrhage was due to stroke. There were no alarms and the pump will not be returning for evaluation.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists stroke and bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that the patient suffered a stroke on (B)(6) 2018. A head CT was performed and revealed a left front-parietal intraparenchymal hemorrhage up to 6.2 cm. Symptoms included lethargy, atypical mental status, reduced hemoglobin weakness, slurred words, and no longer responding to stimuli. The patient was treated with proamatine for heparin reversal, k-centra, fresh frozen plasma, and 3% hypertonic saline & mannitol. According to the account, the device operated as expected.